Event description:
A doctor's office alleged that a patient had experienced a debonding of restorations after placement with nx3 cement.

Manufacturer narrative:
Specific patient information with regard to age and weight was not provided. The doctor was flossing the patient's teeth and four (4) of the crowns had debonded. The doctor reported that the assistant forgot to put a bonding agent in the crowns after salinating the crowns. The doctor re-cemented the crown during the same visit using a different lot of the same products, without further incident. To date, the patient is doing fine. An 'ambient light' and 'depth of cure' tests of the returned product was performed, yielding results within specifications. In addition, no similar complaints were received with regard to this lot.